Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "safety of the batteries and power units used in insulin pumps: a pilot cross-sectional study by the association for the study of innovative diabetes treatment in (B)(6)", there was an inspection of safety of the batteries and power units used in insulin pumps in (B)(6). Materials and methods: a self-administered questionnaire was sent to the 201 members of the association for innovative diabetes treatment in (B)(6). As of (B)(6) 2016, minimed 620g and paradigm 722 (medtronic minimed, inc., (B)(4)) were mainly used in (B)(6), and a small number of top-8100 and top-8200 (top corporation, (B)(6)) were used (table s1). Results: a total of 56 members responded, and among the 1,499 active devices, 66 had episodes of trouble related to the batteries and power units. The ratio of reported troubles to the number of insulin pumps was significantly higher in insulin pumps with a continuous glucose monitoring sensor compared with insulin pumps without a continuous glucose monitoring sensor (odds ratio 2.82, p < 0.05). The cause and the consequences varied. The brands of the batteries varied; alkaline batteries purchased at drug stores and other shops accounted for 19.7%. Termination of battery life within 72 h of use was reported most frequently (50.0%), suspension of the insulin pump (21.2%) and leakage of the battery fluid (4.5%) followed. A total of 53.2% of the reported insulin pumps needed to be replaced, and 37.1% of them recovered after replacement of the battery. A total of 24 (B)(6) members reported troubles occurring in the batteries and power units, and the reports on minimed 620g with cgm sensor were most common. A power error message generated by the minimed 620g with a cgm sensor was reported most frequently. No specific devices were returned for analysis as a result of this study.